Manufacturer narrative:
Block e1: the initial reporter's address is (B)(6). Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation on july 1, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted in the jejunal loop to treat a malignant gastric outlet obstruction (goo) during an endoscopic ultrasound (eus)-guided gastrojejunostomy (gj) procedure performed on (B)(6) 2023. During the procedure, the stent's first flange did not fully expand and the axios stent was not able to appose properly to the anatomy. Gastrojejunostomy procedure was performed and the axios stent was removed from the patient with forceps. The procedure was not completed. There were no reported patient complications as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope. It was reported that the axios stent and electrocautery- enhanced delivery system was used to treat a malignant gastric outlet obstruction in the jejunal loop. Per the axios stent and electrocautery-enhanced delivery system directions for use (dfu), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The stent is not indicated for malignant gastric outlet obstruction in the jejunal loop.